Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that insulin pump alarmed with insulin flow block alarm. Customer reported that the reservoir was empty. Customer also stated that they did not felt ok to troubleshooting for high blood glucose. Customer was not using auto mode feature at the time of incident. Customer already change infusion set. The customer declined troubleshooting for high blood glucose level. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. Customer was also advised to call back for assistance if high blood glucose persist. The insulin pump was not returned for analysis.